Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The product was not returned for review. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition.

Event description:
The user facility reported a 70-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had no distal pulses at the end of first procedure. Patient was hypertensive on impella. Therefore, surgeon decision was to wean and explant impella device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿